Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the aliquot drain, which was cracked. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) and urea nitrogen (bun) were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument and resulted lower for ecrea and bun. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.